Event description:
Baxter sales representative reported to corporate product surveillance, on behalf of customer, of an administration set in which a leak was observed at an unknown location of the set. It is unknown when the reported condition occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was performed finding deficiency in the manufacturing of this lot, however; the reported condition was not confirmed during batch review. Should additional information be received, a follow-up medwatch will be submitted.